Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d9; g3; h2; h3; h6. Visual examination of the returned product identified the strike plate is fractured from the device within the welded region, the strike plate was not returned. The t-handle and spring components are missing and were not returned with the device. The main body of the handle has indentations and scratches all around. The broach connection end scratches and indentations present to the alignment post. No other damage was noted during visual evaluation. This device has an approximate field age of 9 years. Fracture analysis was previously performed suggesting that the device possibly fractured due to bending overload. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the surgeon was extracting the broach with the handle when the impaction base plate fractured off there was no known impact or consequences to the patient. It was reported that no further information is available.